Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during the procedure; when the angio-seal was removed the collagen was (already) released. The physician had to perform compression manually on the puncture site. The patient was fine. No equipment or other devices used with the reported product. There was no patient injury, medical/surgical intervention required. Additional information was received on 13aug2020: a pre deployment angiogram was not performed. The doctor does not remember if the collagen was exposed when opened, or just prior to implant into the patient. There was an issue when the doctor withdrew the device. At that moment, the collagen was exposed completely outside of the patient. The closure of the artery was performed by manual compression. Patient condition was stable. Additional information was received on 17aug2020: the procedure performed for the patient prior to use of closure device was angiography. The sheath size used was 6 fr.